Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
As reported to ms&s, caller who is a healthcare professional (hcp) stated they have been working with a patient who has been experiencing pain with the aspira pleural drainage system. The contact stated they have moved the catheter twice already and have tried injecting a numbing agent. The contact also reported that it was not an infection, improper placement, as they have moved the tube twice, and that it could not be pain from fluid draining too quickly. They think it might possibly be near the patient's nerve. On 9/9/2016 - per phone call with the facility, this catheter was placed in (B)(6) and drained well. There were no problems with draining the patient. However, the patient has had persistent discomfort in the area of the drain. This is the second pleural drain she has had on the left side and both drains caused discomfort. The patient had tried a nerve block but it did not help. The drain was removed. The patient has a drain on her right side that "she loves" and has had no problems on her right side.